Event description:
On 07/16/2024, it was reported by a sales representative via email that an ar-3636h self bunching 1.8 knotless hip fibertak shuttle stitch broke. The surgeon inserted the fibertak anchor and passed the repair stitch around the labrum. The surgeon attempted to pass the stitch through the anchor with the shuttle stitch but was unsuccessful due to the shuttle stitch breaking. The surgeon drilled and inserter two new anchors to complete the repair. This was discovered during a hip labral repair procedure on (B)(6) 2024. Additional information received on (B)(6) 2024: as much suture as possible was removed before using a new anchor; some may have remained in the bone. The case was only delayed about five minutes, the length of time to insert a new anchor. Additional anesthesia was administered only enough to cover the time to insert a new anchor.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the suture coming in contact with another device during use.